Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to c33 errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Additional information is being gathered to determine the contribution of the erbe to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained. Even though a definitive root cause cannot be determined until the erbe is returned and evaluated, the error c33 points to high frequency voltage measurement value too high in on state.

Event description:
It was reported that prior to starting a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure using an xi system before surgical ports placement, a nurse called to report that the integrated electrosurgical unit (iesu) or erbe displayed error c-33 upon activation. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the logs and identified it as related to erbe relays. The erbe unit was restarted several times without success. The tse advised proceeding with classic mode for monopolar energy and the e-100. The nurse confirmed agreement with this plan. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and during the power-on test, error c-33 was observed, confirming that the fault occurred in the field. A visual inspection did not identify any issues related to the reported event. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator. Isi followed up with the initial reporter and obtained the following additional information: customer only used the erbe generator, not the e-100. They did not plan to use both generators. They only turned on the e-100 as a test, in case the erbe generator failed.

Event description:
Refer to h11 for follow-up information.